Event description:
Reported by the complainant as follows. The clinician states that she is unable to keep the syringe attached when she attempts tube feedings. Hard to connect, ex when they connect a syringe, it fell off. This case has been reviewed, and deemed a malfunction. Based on current info, recurrence of this malfunction would likely lead to a serious adverse event. These duodenal tubes are for neonatal use, typically in very high risk infants. This issue would require replacement of the tube and per a pervious health hazard eval, this procedure in this population has significant risks for serious outcomes.

Manufacturer narrative:
Reported to the FDA on (B)(4), 2012.